Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before the operation because the product did not work properly. As a result of the inspection, it was confirmed that the right cylinder was torn, and the pump and cylinder were replaced. The cause of the cylinder torn was not detailed by the hospital. Post procedure, the patient improved and was stable.

Event description:
It was reported that the patient went to the hospital two weeks before the operation because the product did not work properly. As a result of the inspection, it was confirmed that the right cylinder was torn, and the pump and cylinder were replaced. The cause of the cylinder torn was not detailed by the hospital. Post procedure, the patient improved and was stable.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported torn cylinder cannot be confirmed. Product investigation identified a device malfunction with the returned pump. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Cylinder 1 observed to be damage in the proximal cylinder body. Cylinder 1 had a large tear in the outer tube with broken fabric threads and a large hole in the inner tube; a leak was present. This damage was the result of a sharp instrument damage which probably occurred during the explant surgery. Due to this damage being consistent with explant surgery it will be considered a secondary failure. Cylinder 1 had wear at a fold in the proximal cylinder body. Cylinder 1 was not pressure test due to that leak was identified. Cylinder 2 passed leak and pressure tests performed. The kink resistant tubing (krt) of both cylinders were worn down to the filament. Due to sharp instrument was identified, product analysis was unable to confirm the reported events. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the device. Product analysis identified device malfunction with the returned pump. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.